Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that partial deployment of the stent occurred. The target lesion was located in the iliac vein. A 14x90/9fr 75cm wallstent endoprosthesis was implanted to treat the lesion. However, the stent was unable to fully expand. An additional stent and balloon was then used to completely expand the stent. The procedure was completed with no patient complications reported and the patient's status was stable.